Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported via a medsun medwatch mandatory and voluntary report with MDR report # mw5161231 that a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp generated a leak during patient use. The reporter stated, ¿leakage coming from the extension connector while injecting saline small-bore pressure infusion ext set w/remy micro lave¿.  There was no patient harm reported.